Event description:
During the procedure, there were difficulties inflating and deflating the balloon on the stent delivery system.

Manufacturer narrative:
This patient presented for percutaneous coronary intervention (pci) of a 75% denovo lesion in the proximal left anterior descending artery of unk length and diameter. The vessel was described as moderately tortuous and calcified. A 3.0x23mm cypher stent was delivered to the target lesion for implant. While inflating the cypher at the target lesion, the balloon would not inflate. Since the physician did not observe contrast medium entering into the balloon, the physician tried inflating the balloon several times and the cypher could be implanted. Then the unit was deflated for retrieval, but the balloon could not be deflated. It was finally deflated by repeatedly increasing and decreasing the pressure of the balloon. The delivery system was retrieved into the guiding catheter and the procedure was successfully completed. There was no reported patient injury. This product is available for testing and evaluation, but the evaluation has not begun as of this writing. Additional information received will be submitted within 30 days upon receipt. This product is not distributed in the united states, however, it is similar to the us distributed cypher sirolimus drug eluting stent.